Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: a review of the pump¿s black box showed no activity related to a temperature issue. The black box showed a voltage drop on (B)(6) 2018. During testing, the pump was exercised for 12 hours with no overheating occurring. The pump electrical current draws were found to be within specification. The pump was opened and no damage or evidence of internal moisture was found.